Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient received an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) device, while programmed in the primary vector. This s-ICD device exhibited a decrease in r-wave amplitude, myopotential noise, resulting in t-wave oversensing. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device advising a history of 3 untreated episodes since 01jun2023. Ts provided recommendations for additional testing, programming in secondary and alternate vectors, manipulation testing, posture changes and programming options. The device remains implanted no adverse patient effects were reported.